Manufacturer narrative:
Lot order searches were performed, and there was one similar complaint found for the injector and two similar complaints found for the cartridge.

Event description:
It was reported that the surgeon inserted a competitor's len using a mtc-60cfp cartridge and the lens was torn during insertion. The lens was removed and another iol was implanted without any pt incident. The pt's current prognosis is good.